Event description:
On (B)(6) 2011, a spontaneous report was received from a healthcare provider regarding a (B)(6) female who received an injection of restylane-l ((B)(4)). Medical history included no medical issues, previous injections of restylane ((B)(4)) on unknown dates (reported as "many times before") with no issues and a previous injection of restylane-l on (B)(6) 2010. The patient's skin type was fitzpatrick iii-IV. Concomitant medications were reported as unknown. The patient received a 2 ml injection of restylane-l from two 1 ml syringes on (B)(6) 2011, to the bilateral nasolabial folds (one 1 ml syringe to each side of the mouth). The patient did not receive any pre-procedure medications and no additional procedures were performed at time of implantation. On (B)(6) 2011, the patient developed some swelling in the left nasolabial area. On (B)(6) 2011, the patient called the injecting clinic to report the event. The patient was prescribed a medrol dosepak ((B)(4)). On (B)(6) 2011, the patient returned to the clinic and was evaluated by the injecting physician. The patient complained of intense burning and pain in left nasolabial fold area. Upon examination, a hint of ecchymosis of the apex was identified and the injecting physician thought there was a vascular occlusion. The patient was injected with 0.1 ml of hyaluronidase in the left nasolabial fold area. The patient was advised to stop smoking immediately and was referred to a dermatologist for second opinion. On the evening of (B)(6) 2011, the patient spoke with the injecting physician and reported that pain was worsening. On (B)(6) 2011, the dermatologist prescribed nitropaste (nitroglycerin) and aspirin (acetylsalicylic acid) at unknown doses. The patient reported that the pain and discoloration on the left nasolabial fold was progressing and the swelling was decreasing. The patient continued treatment with nitropaste, steroids and aspirin. On (B)(6) 2011, the patient was referred to another dermatologist for follow up. The patient reported blistering in the left nasolabial fold area, nausea and vomiting. The patient was advised to stop treatment with aspirin and medrol dosepak and hyperbaric chamber treatment was prescribed. Hyperbaric treatments were performed on (B)(6) 2011. On (B)(6) 2011, the demarcation area was cleaned and duoderm (hydrocolloid dressing) was applied. On (B)(6) 2011, some breakdown of the skin in the left nasolabial area was noted by the dermatologist and treatment with duoderm was continued. On (B)(6) 2011, the patient was evaluated by the injecting physician who noted there was still an open wound on the left nasolabial site. As of (B)(6) 2011, laser treatments were scheduled to be performed for repair of the scarring. The injecting physician felt the events were caused by the restylane-l treatment. The injecting physician assessed the severity of the events as severe. The lot number and expiration date for both syringes were (B)(4) and feb-2012, respectively.